Manufacturer narrative:
Internal complaint reference: (B)(4). Cite: fan, w., cui, x., shi, l., xie, t., rui, y., & chen, h. (2022). Comparison of locking plate and intramedullary nail in treatment of neer two-and three-part fractures of the proximal humerus in the elderly. Zhongguo xiu fu chong jian wai ke za zhi= zhongguo xiufu chongjian waike zazhi= chinese journal of reparative and reconstructive surgery, 36(3), 274-278. Doi: 10.7507/1002-1892.202107003.

Event description:
It was reported that, on literature review "comparison of locking plate and intramedullary nail in treatment of neer two and three-part fractures of the proximal humerus in the elderly", one (1) patient experienced one case of varus malunion after an intramedullary nail procedure using a proximal humerus trigen intramedullary nail. It is unknown how the event was treated. The outcome of the patient is unknown. No further information is available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the data presented in the literature article was reviewed. Per the complaint, no further information will not be provided. Consequently, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images and/or graphs provided in the article have been interpreted within the text; therefore, no further analysis of the images and/or graphs is required. The root cause of the one reported case of varus malunion and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error, healing issues or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.